Manufacturer narrative:
(B)(4). Returned product consisted of the nc quantum apex balloon catheter. The balloon and shaft were microscopically and tactile inspected. There was contrast in the inflation lumen. The balloon was tightly folded. There were numerous kinks throughout the hypotube. Microscopic examination revealed that the shaft was buckled 3mm distal of the bi-component weld with a hole. The damage to the shaft is consistent with damage that occurs due to interaction with the guidewire. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jun-2017. It was reported that balloon leak occurred. The target lesion was located in the left anterior descending (lad) artery. A 15mm x 2.00mm nc quantum apex balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the contrast was noted to be leaking out of the balloon. The device was removed from the patient's body and the procedure was completed with another of the same device. According to the scrub tech, there was no visible pinhole on the device. No patient complications were reported and the patient's status was fine. However, returned device analysis revealed shaft hole/perforation and hypotube break.